Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via email that the customer had high blood glucose. Customer's blood glucose was over 500mg/dl. The customer went to see her trainer and found that the infusion set had disconnected itself. She assisted with fixing the issue.